Event description:
Caller states the patient tested 2.3 inr on the coaguchek system and 1.8 inr on a comparison lab. No action was taken based on a device result. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.